Event description:
A report has been received from a dealer who reported the bed head section sometimes does not respond and sometimes it moves on its own. Also, the foot section does not always go down. He has replaced the pendent, however, this issue continues. There is no reported of harm or injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 5410ivc, serial number/date (B)(4) is approximately 1 year, 5 months old. The owner's manual part number 1114836, rev. F(aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Of note: the reporter of this incident has been contacted. No further detail on this incident has been received. If the sample is received or any further information a supplemental report will be filed.